Manufacturer narrative:
Examination of the submitted sp2 sigma fem insert/extrac confirmed one each of the 90000b19-05 shoulder screw components, 960-6162-01 celcon block components, and 960-6186-01 sigma tip components were disassembled. The disassembled components were reassembled using a standard 3/32 inch allen wrench. The investigation could not draw any conclusions about the root cause of the disassembled components. The 966162 sp2 fem insert/extract rep component and 966186 sp2 fem inser/extrct tip component are no longer available as replacement components and the instrument is not intended to be disassembled. No evidence was found of product error and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The clasp arm on distal end of instrument was disassociated due to lose screw locking mechanism. It is now two pieces - both pieces were recovered and will be returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.